Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump, model# 8637-20, sn (B)(4), found high battery resistance.

Event description:
The patient began hearing a critical pump alarm. On the following day, telemetry confirmed the messages ¿reset occurred ¿ low battery¿ and ¿safe state occurred¿ in the pump logs. It was indicated that the patient was on flex dosing and it had happened during a bolus. The reporter tried to program the pump to give a 100mcg bolus over five minutes, but it happened again. When they tried to program the pump to simple continuous, the pump appeared to take the update. It was noted that the patient was experiencing acute baclofen withdrawal symptoms. The reporter indicated that they would see if they could replace the pump on the day of report. The device system was being used to deliver compounded baclofen. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.